Event description:
The hospital reported that during a coronary artery bypass procedure, while doing the proximal distal coronary anastomosis they observed a hematoma on the aorta and blood was spraying out. The hematoma was on the opposite coronary anastomosis. A dissection of the aorta was observed. The tear was sewn up. A cross clamp was used to complete the procedure. The patient was cooled down and given cell saver. The patient has been discharged. Dr. (B)(6) the surgeon is very experienced with this device.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).